Event description:
N/a.

Manufacturer narrative:
The duraseal exact spine sealant system 5ml us box of 5 (206520) was returned for evaluation: device history record (DHR) review - at the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Failure analysis - investigation showed that the sample received back included 1 kit in a tray (2 holders, 2 syringes, 1 y-connector, 2 spray tips, and 1 vial). It was observed that the blue syringe was attached to the vial and a bent open pouch in the same bag. The spray tips, syringe holder, y-connector, and holder cap were visually inspected and there were no signs of damage or usage. The clear syringe was observed full of 2.5 ml; no damage was observed in the barrel nor in the tip. Blue syringe was observed attached to the vial, fully depressed without solution inside. The blue syringe was disconnected from the vial adaptor, the solution inside of the vial, on top and around the vial was observed still fluid. There was a small separation between the vial adapter and aluminum cap. The top of the vial adapter and blue syringe were observed without damage and with traces of blue solution. As part of the evaluation, water was placed in the blue syringe and attached to the vial adapter without pressing the vial adapter to the aluminum cap. The water could not be injected into the vial since there were leaks present at the time to inject the water. Then the blue syringe was disconnected again, the vial adapter was fully depressed, blue syringe connected again, and the water could be injected into the vial and withdrawn to the syringe with no issues. After pressing fully, the vial adapter to the aluminum cap, the assembly worked as expected. There were no issues with the syringe, nor with the vial and no presence of leaks were observed. With the sample available for evaluation, the failure mode reported has been confirmed. Root cause - the product received was tested and the failure mode reported is confirmed. The root cause is attributed to incorrect assembly by the final user. No CAPA has been issued/opened for this complaint mode. No CAPA is recommended currently, as this complaint issue does not represent an adverse trend, unacceptable individual risk, or significant non-conformance to regulatory requirements. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during surgery, the blue liquid of the duraseal exact spine sealant system (206520) leaks from the upper side edge of diluent syringe. There was no patient injury.